Event description:
Upon investigation, manufacturer's domestic evaluations lab found electrical contacts of the inform meter appear to be burnt, melted. No adverse event reported. The device was returned, replacement sent.